Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with neurostimulator for non-malignant pain. Patient stated the implantable neurostimulator (ins) was turning itself off one week post op and the patient noticed this because she would feel a return of pain and then check the ins with her patient programmer (pp) and it would show the ins off. The caller states the patient was savy with her device and the patient expressed that she indeed verified multiple times the ins was on and then felt a return of pain and found the ins showed off on her pp. Caller states pt confirmed before meeting with caller today that the ins was on and when caller met with patent the 8840 showed it was off. Patient was not using adaptive stim. Patient stated it was occurring multiple times a day. Symptoms reported were: return of pain due to ins turning itself off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient decided to have their battery replaced before any other troubleshooting. The patient's battery was replaced on (B)(6) 2017.

Event description:
Additional information was received from medical representative regarding the patient who was implanted with a neurostimulator. The file said that therapy was resorted at 10:46 am--the caller stated she turned stimulation on with the 8840 right away when she met with the patient (the patient told rep that the ins was off and the representative turned stimulation on). Caller stated the patient claimed the issue was persistent and was happening so much that she stopped logging when it was occurring. The caller states she will be meeting with the patient as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.